Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg47gf308, implanted: (B)(6) 2020, product type: catheter. Product ID: 8590-9, lot#: n360536, implanted: (B)(6) 2014, product type: accessory. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 26-mar-2022, UDI#: (B)(4); product ID: 8590-9, serial/lot #: (B)(4), ubd: 05-nov-2014, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 15-nov-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving unknown drugs via intrathecal infusion pump for non-malignant pain. It was reported that the patient came to the emergency room with infection and the hcp was unsure if it was meningitis. The pump was removed, and the patient was referred to (B)(6) hospital neuro team to decide if they would remove the spinal catheter. It was unknown if the pump had been replaced. The explanted pump was discarded. It was unknown if the issue had resolved. The patient¿s status was alive with no injury. No further complications were reported.